Manufacturer narrative:
Date of event was reported as 2016.

Event description:
Information received from the patient reported that they had difficulty recharging their implantable neurostimulator (ins). They stated that it doesnt seem like it was charging completely. The patient was getting good coupling, used adhesive patches, and received an error message/doctor screen but they did not remember what it said. The manufacturers representative told them that the gray cord was getting old (and may be getting bad) but there was no visible damage noted to the cord. The patient was directed to try to recharge and keep track of any error messages/call your doctor screens then contact the manufacturer for additional troubleshooting. No symptoms were reported in the event. The indications for use for the implanted device were noted as non-malignant pain and other chronic/intract pain (trunk/limbs). [Omitted information related to (B)(4): ins lasted 8-9 months].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.